Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information received indicates an additional drg system was implanted on (B)(6)april 2021 and effective therapy was achieved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01009 . It was reported the patient experienced ineffective stimulation. Surgical intervention may take place at a later date.